Event description:
Report 5 of 5. Report received from USA stating that device was cutting more aggressively than previously ordered batches. The device was being used in surgery. It is unknown if injuries occurred. It is unknown if delay or medical intervention occurred. There is no additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was confirmed. The burs were examined, and it appeared that the diamond grit was larger than specification. If additional info becomes available, a supplemental report will be sent. (B)(4).